Manufacturer narrative:
(B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro piece of silicone from the jaw broke off and fell in patient. They were able to retrieve. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
Updated : additional MFR narrative. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. Updated: date received by MFR, type of reports, if follow-up, what type?, device evaluated by MFR?, evaluation codes, additional MFR narrative. (B)(4). The device was returned to the factory for evaluation. Signs of clinical use and evidence of blood were observed. Tissue and charred material was observed on the jaws. A visual inspection was conducted. The silicone insulation on the cold jaw was detached from the base of the jaw. The detached silicon was able to be retrieved from the patients body and returned. The geometry of the returned insulation and the geometry of the detached insulation on the jaw were compared under microscopy. Both the geometries matched indicating no other silicon insulation bits were missing or were detached from the jaw. Based on the return condition of the device and the evaluation results, the reported failure "peeled insulation" is confirmed. Specific actions for the failure mode are maintained and documented under maquet's corrective and preventive action (CAPA) system.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro piece of silicone from the jaw broke off and fell in patient. They were able to retrieve. A replacement device was used to complete the procedure. The hospital did not report any patient effects.